Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with low flow alarms. The patient has been sick for the past three days and that is when the alarms began. During the analysis of the log file, low flows were observed. The pump is seeing a reduction in blood volume and maybe considered any conditions which would reduce blood volume flowing through the pump. Additional information was requested but not provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report that the patient got sick could not conclusively be established through this evaluation. The submitted log file contained approximately 2 hours of data on (B)(6) 2019. Low flow hazard alarms were observed throughout the file when the estimated flow fell below 2.5 lpm (was 2.3 to 2.4 lpm). Despite the observed low flow condition, the system appeared to be operating as intended and the pump speed did not go below the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Both the heartmate ii lvas IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.